Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was less than 20mg/dl. The mother states the pump settings are off and the device keeps administering too much insulin. The mother states the cause of the emergency room visit was hypoglycemia. The customer was discharged with inaccurate pump settings. The mother states the healthcare provider went through the pump and saw no issues. The customer's blood glucose level at the time of incident was 40mg/dl, and their most current level was 74mg/dl. The customer was treating with food. The customer will be calling back at a later time to conduct displacement test and complete low blood glucose troubleshoot.